Event description:
It was reported that balloon rupture occurred. The 95 % stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) fg sterling mr was selected for use. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.